Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed user advisory - ua16 (timeout moving to take-up position) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to seized brake gap as a result of normal wear and tear. Unrelated to the reported complaint, damaged top cover, front enclosure and bottom enclosure was observed on the returned autopulse platform during visual inspection. These types of physical damages may likely attributed to mishandling. The damaged covers were replaced. Device's archive data shows multiple ua16 error messages occurred on the reported event date. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua16 (timeout moving to take-up position) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the seized brake gap was un-seized and cleaning the brake housing area. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message upon power up. User was unable to clear error message. No patient involvement.